Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00514: case 1, 3025141-2019-00515: case 2, 3025141-2019-00516: case 3, 3025141-2019-00517: case 4, 3025141-2019-00518: case 5, 3025141-2019-00520: case 7, 3025141-2019-00521: case 8, 3025141-2019-00522: case 9, 3025141-2019-00523: case 10, 3025141-2019-00524: case 11, 3025141-2019-00525: case 12, 3025141-2019-00526: case 13, 3025141-2019-00527: case 14, 3025141-2019-00528: case 15, 3025141-2019-00529: case 16, 3025141-2019-00530: case 17, 3025141-2019-00531: case 18.

Event description:
Article: polarus nail fixation for proximal humeral fractures, fazal, ma; baloch, irshad; ashwood, n.; journal of orthopaedic surgery 2014: 22(2):195-8. Case 6: patient experienced impingement symptoms following implantation of a polarus nail; removed locking proximal screws.